Event description:
The customer returned the product for not registering the plunger in place, during device evaluation, a plunger not in place error was identified. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history review identified no previous repairs. Visual inspection was performed. The reported issue was confirmed as the q1 chip in the plunger printed circuit board (pcb) went off. The root cause of the issue was a damaged plunger pcb, and it was replaced. The device then passed all the tests.